Manufacturer narrative:
Concomitant medical product: model 3166, pns lead (2) . Therapy date unknow.

Event description:
Reference MFR. Report number: 1627487-2019-04868 and 1627487-2019-04869. It was reported that one of the peripheral lead of the patient was close to coming out of the skin. As a result, surgical intervention took place where all three peripheral leads were explanted and replaced. Effective therapy restored post-op.